Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
Customer reported via phone call that they experienced high blood glucose level of 411 mg/dl. The customer did not provide the symptoms regarding high blood glucose. The customer reported that they received cannot find sensor signal alarm. Customer refused to assist him regarding how to connect his transmitter with his insulin pump. The insulin pump was not returned for analysis.